Manufacturer narrative:
Title: efficacy and safety thermal source journal of hepatology, volume 70, 2019 (848-849). If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature source of study performed january 2014 until july 2018, 163 patients were treated and 86 patients met the inclusion criteria. The author reported that there were 14% complications including 1 death after colon perforation.